Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that the hole in the transformer housing did not expose inner electronics. Upon receipt and review of the product, it was determined to be a breach in the housing. A product evaluation revealed that the power supply housing did have a hole, which is a potential safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field safety action notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Evaluation summary: a visual examination of the power supply revealed the transformer housing had a hole in it. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured closed, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 0.24 ohms, which is not normal and indicates that the thermal fuse did blow.

Event description:
The customer reported to customer service that the transformer for her breast pump started to smell like something burning and started to melt; there was a small hole. Upon receipt of the product, a hole was found in the transformer housing.